Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization, per internal procedures.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 5/6 amplatzer piccolo occluder was selected for implant in a 35 day old 3 kg premature patient with the following patent ductus arteriosus (pda) dimensions: pda minimal diameter of 4 mm, pda length of 12 mm and diameter at aortic ampulla of 7 mm. During the procedure the device was placed intraductal, but soon after releasing the device from the delivery cable, the device embolized into the pulmonary artery. The device was successfully snared and removed from the patient. A 3 mm amplatzer duct occluder was then used and successfully implanted intraductally to resolve the event. The procedure was not extended longer than is clinically significant and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.